Event description:
It was further reported that a percutaneous transluminal coronary angioplasty and stent placement procedure was performed in the 95%+ stenosed "long segment" lesion located in the non-calcified and non-tortuous mid left anterior descending (lad) artery. Another manufacturer's 3.0 x 24mm drug eluting stent was implanted to the mid lad. The quantum maverick was advanced through the guide catheter and a 'slight' kink was noted in the shaft as the device passed through the y-connector. As the quantum maverick was then advanced to the 'lms' it could not be advanced beyond just outside the guide catheter. The physician attempted to withdrawal the quantum maverick, however, this attempt was unsuccessful. It was noted that the quantum maverick shaft had fractured. The physician then advanced an unspecified 1.5mm balloon distal to quantum maverick shaft break and inflated the 1.5mm balloon to 'high pressures' and removed the "entire system". It was noted that no quantum maverick device fragments remained inside the patient. No patient complications were reported and the patient's status was 'alive and well'.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a quantum maverick balloon catheter. Blood and contrast were present in the distal outer and balloon. Visual inspection revealed a hypotube fracture which separated the hypotube into in two pieces and a hypotube kink. The first segment measured 67cm from the distal end of the strain relief to the hypotube fracture site. The second segment measured 75cm from the hypotube fracture site to the distal tip. The hypotube fracture surfaces are consistent with the device having been kinked prior to the break. The hypotube kink was located 61cm proximal from the distal end of the strain relief. An inspection of the remainder of the device revealed no other damage or irregularities. The device presented no evidence of any material or manufacturing deficiencies that could have contributed to the reported event or the confirmed damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during an unspecified procedure the balloon fractured. The vessel and lesion characteristics are unknown. The physician advanced the 12mm x 3.5mm quantum maverick balloon catheter and during the procedure it was noted that the quantum maverick "balloon broke off¿ inside the patient. The detached quantum maverick device fragment was removed and the procedure was completed with another of the same device. It is unknown if there were any patient complications and the patient¿s status was not reported. Additional information has been requested and is not available.

Manufacturer narrative:
(B) (4). (B) (4).